Manufacturer narrative:
Continuation of d10: dtpa2qq ICD implanted:](B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the hospital due to bradycardia, shortness of breath, abdominal pain, and nausea. Upon interrogation, the right ventricular (rv) lead was noted to display t-wave oversensing (twos) post pacing, resulting in rates in the 40 beats per minute range. Programming changes were made resulting in a reduction of twos and the lead remains in use. No further patient complications have been reported as a result of this event.